Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited low r waves, it was also reported that a malfunction on the implantable pulse generator (ipg) was suspected. The rv lead and ipg both remain in use. No patient complications have been reported as a result of this event.